Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The lesion was dilated with 3.50mm x 10mm flextome¿ cutting balloon¿ at 14atm for 20 seconds. During second inflation, it was noted that the balloon ruptured at 14 atm for 20 seconds. Procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination on the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the tip and blades observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was noted to be kinked at approximately 15mm distal of the guidewire port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The lesion was dilated with 3.50mm x 10mm flextome cutting balloon at 14atm for 20 seconds. During second inflation, it was noted that the balloon ruptured at 14 atm for 20 seconds. Procedure was completed using a different device. No patient complications were reported.